Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2023-14045. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported left-side capsular contracture, baker grade unknown. Later, healthcare professional reported capsular contracture, baker grade IV. Device has been explanted.

Event description:
Patient reported left-side capsular contracture, baker grade unknown. Later, healthcare professional reported capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
Laboratory analysis summary: the device related to the reported events capsular contracture was received on july 03, 2025, with lot number 3519615. Based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases, wear abrasion and deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.